Event description:
It was reported that the user experienced difficulty selecting and removing solu-medrol from an automated medication dispensing cabinet when multiple strengths were stocked. As a result of the event, the patient was sent to a hospital. The facility initially reported the issue to their pharmacy services provider (psg pharmacy), and an onsite evaluation was conducted. A psg pharmacy staff member evaluated the cabinet onsite and performed functional testing, including cycle counts and cubby movement. The reported issues could not be replicated during testing. The evaluation identified that the cabinet¿s ethernet cable was being stretched and pulled due to placement on the floor and contact with nearby furniture. The facility was advised to have maintenance install a longer ethernet cable and secure it to prevent tension on the connection. Regarding the solu-medrol selection concern, it was determined that the system¿s medication search functionality requires a minimum of five characters for non-profiled items. Per report, the minimum character requirement was set to five, and the medication name contains a hyphen (¿-¿). As a result, entering ¿solu-¿ (the first five characters of solu-medrol) displayed both ¿solu-medrol 40 mg injection¿ and ¿solu-medrol 125 mg injection.¿ using the generic name ¿methy¿ (the first five characters of methylprednisolone) returned three dosages (40 mg injection, 125 mg injection, and 4 mg). Typing ¿medro¿ (the first five characters of medrol) displayed only ¿methylprednisolone 4 mg.¿ searching for ¿solum¿ (the first five characters of solu-medrol without a hyphen) did not return any results. Due to naming conventions and the presence of multiple strengths, certain partial search terms may display more than one solu-medrol strength. No cabinet hardware malfunction was confirmed during their onsite testing. On 23 april 2026, bd received additional information through due diligence efforts. It was reported that the event occurred when an assisted living facility¿s assistant director of nursing (adon) was attempting to retrieve medication for a resident in respiratory distress. According to the report, when the medication could not be obtained, the resident was sent to the emergency department (ed). The resident has since returned to the facility. It was further reported that the device screen was ¿freezing and turning red,¿ and that the user was allegedly ¿typing in both names and using the dash¿ when attempting to search for and obtain the medication. Despite multiple requests for additional clarification, the customer declined to provide further details.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the automated medication dispensing cabinet stocked with multiple strengths of solu-medrol, the user experienced difficulty selecting and removing the intended medication. A technical support specialist confirmed that the facility initially reported the issue to the pharmacy services provider (psg pharmacy), and an onsite evaluation was conducted. A psg pharmacy staff member evaluated the cabinet onsite and performed functional testing, including cycle counts and cubie movement. The reported issues could not be replicated during testing. The evaluation identified that the cabinet¿s ethernet cable was being stretched and pulled due to placement on the floor and contact with nearby furniture. The facility was advised to have maintenance install a longer ethernet cable and secure it to prevent tension on the connection. Regarding the solu-medrol selection concern, it was determined that the system¿s medication search functionality requires a minimum of five characters for non-profiled items. Per report, the minimum character requirement was set to five, and the medication name contains a special character (¿-¿). As a result, entering ¿solu-¿ (the first five characters of solu-medrol) displayed both ¿solu-medrol 40 mg injection¿ and ¿solu-medrol 125 mg injection.¿ using the generic name ¿methy¿ (the first five characters of methylprednisolone) returned three dosages (40 mg injection, 125 mg injection, and 4 mg). Typing ¿medro¿ (the first five characters of medrol) displayed only ¿methylprednisolone 4 mg.¿ searching for ¿solum¿ (the first five characters of solumedrol without a special character) did not return any results. Due to naming conventions and the presence of multiple strengths, certain partial search terms may display more than one solu-medrol strength. No cabinet hardware malfunction was confirmed during onsite testing. The system functioned as intended after the technical support specialist investigated and assisted the customer to resolve the issue.